Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts discussed possible high battery impedance and noted that if a save to disk of device information, further analysis can be performed to confirm reason. The patient was noted to be dependent. Device replacement was recommended. Subsequently this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that remote monitoring was disabled due to low battery voltage measurements while the device was implanted and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event the product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts discussed possible high battery impedance and noted that if a save to disk of device information, further analysis can be performed to confirm reason. The patient was noted to be dependent. Device replacement was recommended. Subsequently this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts discussed possible high battery impedance and noted that if a save to disk of device information, further analysis can be performed to confirm reason. The patient was noted to be dependent. Device replacement was recommended. Subsequently this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned.